Manufacturer narrative:
The exposed portion of the cannula was shorn at the edge of the insertion window. The time of occurrence for the observed damage is unclear. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion like a bent cannula. No other defects or deficiencies were identified during the investigation. The cause of the reported event could not be determined.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied.